Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable cholesterol results on their c501 analyzer. The customer provided data for two samples, one of which had a discrepant result that was reported outside the laboratory. The date of this event was an estimate. The customer was only able to state the event occurred a week ago. Clarification was requested, but not provided. The customer provided an estimated initial cholesterol result of 9 mg/dl for the patient. The repeat result was 180 mg/dl. The repeat result was considered correct and it was issued as a corrected report. There were no adverse events. The cholesterol reagent lot number was 69604201 and the expiration date was 11/30/2014. The field service representative found a faulty sample probe. He replaced the sample probe. He observed proper operation during initialization and a precision test performed by the customer.